Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The infusion device was evaluated, and the complaint was verified. E6 errors were found in the history. Due to the high friction of the drive unit, the telescope blocked and the pump correctly triggered the e6 error message. The delivery accuracy was tested successfully and complies with the product specifications. Also the alarm functions were tested successfully and no malfunction could be observed during the iu investigation. The customer programmed no boluses via the pump since (B)(6) 2013. As a result, the daily totals declined to a steady value of 6.3 iu per day thus the pump delivered the basal rate only. According to the device history, the customer had never programmed a bolus of 8 iu. However, several boluses of 0.8 iu were found and all of these were successfully delivered by the pump.

Event description:
Patient's parent reported the insulin delivery of the infusion device is too low. Father reported one small drop was delivered after an 8.0 unit bolus was programmed. Upon changing the infusion set, the issue is occasionally solved. However, during the last event, the infusion set was changed 4 times before the bolus was delivered correctly. The infusion device has displayed recurring e6 mechanical errors when the piston rod reaches 150-200 units of insulin. The battery cover was changed, but this did not resolve the issue. There was no leakage in the system, and the cartridge and infusion set are changed correctly. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.